Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated at the1st y-site after the drip chamber and pulled blood from port onto the floor. There was no harm.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
The customer reported that the tubing separated at the1st y-site after the drip chamber and pulled blood from port onto the floor. There was no harm. Received a copy of the customer's medwatch report which states, "blood tubing failures, product defect;10 different events between (B)(6)- (8)(6) 2018. Date: {b){6) 2018; location: 7se, tubing broke I separated at 1st y­ site after chamber; tubing pulled blood from port onto ground. No pt harm, psn no: {8)(4). Ref#'s mw5083034, mw5083035. Mw5083036, mw5083037, mw5083038, mw5083039. Mw5083040, mw5083041, and mw5083042."